Manufacturer narrative:
Reported event: it was reported that the handle fell off after completing all the cuts and it was noticed that the screw broke in half. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Although the device was not returned but a review of the provided picture of the device noted that the handle has disassociated and the screw inside it was broken. Product history review: review of the device history records indicate 25 devices were manufactured under lot k09q7 and 24 devices were accepted into final stock on 06-21-2017. A review of qt17-06-0068 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k09q7 shows 1 additional complaint related to the failure in this investigation. The related complaints is (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931. Device not returned.

Event description:
Handle fell off after completing all the cuts and when I went to screw handle back on I noticed the screw broke in half. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handle fell off after "completeting" all the cuts and when I went to screw handle back on I noticed the screw broke in half. Case type: tka.